Event description:
The patient was undergoing a thrombectomy procedure in the right internal carotid artery (ica) using a penumbra system red 72 reperfusion catheter (red72), a penumbra system 3max reperfusion catheter (3maxc), a benchmark bmx96 access system (benchmark max), and a guidewire. During the procedure, the physician advanced a red72 to the target vessel with resistance using the benchmark max and 3maxc and engaged the clot with suction for three minutes. While retracting the red72, the red72 became stretched and almost broke approximately 10 to 15 cm from the distal end. Subsequently, the red72 was removed from the patient intact. It was reported that the red72 was removed intact in one piece and still connected by a coil wind of the catheter. The procedure was completed using a penumbra system red 68 reperfusion catheter (red68) and the same benchmark max and 3maxc. It was also reported that the physician was unable to get the clot out even with the red68. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned red72 confirmed that the catheter was stretched and fractured. If the red72 is retracted against resistance during use, damage such as this may occur. The root cause of resistance could not be determined. Further evaluation revealed kinks near the proximal end and on the distal shaft. This damage is incidental to the reported complaint. Penumbra products are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.